Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal, damaged lens. Functional testing was performed, and the device passed. The customer did not specify what the issue was with the pump. The dso seal and lens will be replaced, and functional tests performed.

Event description:
It was reported that "after pm needs to be repaired". There was unknown patient involvement and unknown patient harm/adverse event reported.